Event description:
It was reported that the pump shut off unexpectedly while charging. Customer reverted to an alternate source of insulin therapy. The customer's blood glucose level was 245 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.